Event description:
It was reported that during incoming inspection "found foreign substance in package."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An evaluation was performed on 04/30/2014. Received (B)(4) unused i.d 8.0mm, catalog # 61110080 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(6) specification. Products fitted with pvc bullet valve with pilot balloons printed with sizes identification 8.0 mm and work order #: (B)(4). The products were received in sealed (B)(6) preprinted blister pack and affixed with label. The samples were tested on 04/25/2014 and 04/28/2014. The samples were inspected and the observations are as follows: (B)(4) units confirmed for foreign substance in package, where as (B)(4) unit showed no sign of foreign substance in package; (B)(4) units confirmed for hair in package and (B)(4) units confirmed as deformed. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that (B)(4) out of (B)(4) units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Manufacturer report#: 961170-2014-00093.